Event description:
The pt called to report one tampon she used did not have a withdrawal cord present and she was unable to remove it. The pt had used about 1/3 of the tampons in the carton and did not notice the string was missing on the tampon when she inserted it. She noted no string so she assumed she had already taken it out. The pt inserted another tampon and after 24 hours noted a bad odor. She went to (B)(6) obgyn and associates to have it removed. The physician prescribed sulfamethoxazole for an alleged kidney infection. No further medical intervention was noted and records had not been volunteered by the pt at the time of the report.

Manufacturer narrative:
Eval comments: the pt was unable to provide any info such as a lot number, or unused samples to allow an investigation to take place. Regular quality inspections include confirmation of the presence of withdrawal cords and the measurement of cord anchor strength. There have been no adverse trends noted in any parameters that may have contributed to this event. We cannot confirm that a mfg or other quality defect occurred. If further info is subsequently available, we will provide a f/u report.